Event description:
(B)(6) reported a patient participated in a (B)(4) of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, and facet hypertrophy osteoarthritis, lateral recess stenosis. Patient was implanted with an fra spacer at level l5-s1 size. Patient was also implanted with an atb plate at screw-l5-l, screw-l5-r, screw-s1-l and screw-s1-r, with atb plate (B)(4). The patient had been experiencing pain for 28 months. Surgery date was (B)(6) 2006. Postoperatively, the patient experienced broken components requiring physician care.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.